Manufacturer narrative:
Investigation description: the device powers on when placed on the charger. Once on, the device was run through all the available menu items with no issues. The display and touch features operated throughout with no issues. In addition, the device when placed on the charger charged as designed. Review of the logs did not indicate any charging issues. No fault found. Customers complaint was not confirmed.

Event description:
It was reported that an ilet pump displayed a persistent ¿charge ilet now, low battery therapy has stopped¿ screen and appeared to cycle battery bars while on the charging pad without charging; the device could not be restarted via the app, and the touchscreen interface was unresponsive, indicating a touchscreen component issue. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem and an unresponsive key/button condition associated with the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.